Manufacturer narrative:
This report is submitted on november 29, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to an extrusion of the electrodes into the ear canal. The patient was reimplanted with another cochlear device during the same surgery.